Event description:
14gm007720 the provider states the end user resides in a facility. He states the left heel brake that engages the wheel is missing. No additional information available per provider 7857hf.